Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 223 mg/dl at the time of the incident. Customer was able to rewind the insulin pump and insulin pump alarmed motor error again. The insulin pump will not be returned for analysis.